Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by our sales rep that vapr tripolar wand was plugged into first vapr vue generator however coagulation did not work. Wand was trouble shot and a new wand was plugged in and the same issue occurred. Then a new vapr vue generator was used with the same wand and it worked correctly. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: device manufacture date : investigation summary -the complaint device was received and evaluated at service center. Per service manual operational and diagnostic analysis confirmed reported issue of functional failure. Replaced corroded 8 way socket assembly as identified in the investigation to address the reported issue. The scratched top plate and fascia were replaced, including the necessary keypad membrane, left and right graphic panels, and mitek badge. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause is the corroded 8 way socket. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lotart number: 225024 serial number: 1122197 lot number: quantity of the lot: 20 supplier lot number: release to warehouse date: 10/03/2018 expiry date (if applicable): supplier: gyrus medical ltd manufacturing site: UK any anomalies or discrepancies in the manufacture of the lot: none if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at service center. Per service manual operational and diagnostic analysis confirmed reported issue of functional failure. Replaced corroded 8 way socket assembly as identified in the investigation to address the reported issue. The scratched top plate and fascia were replaced, including the necessary keypad membrane, left and right graphic panels, and mitek badge. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause is the corroded 8 way socket. Awaiting DHR. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).